Event description:
A pt ((B)(6)) was enrolled in the post-approval study for stress urinary incontinence. On (B)(6) 2012 the pt was injected with 3.0 ml of coaptite, lot 1028551, 1027725. On (B)(6) 2012 the pt was injected with 2.5 ml of coaptite, lot 1033384, 1032765. On (B)(6) 2012 the pt had urge incontinence that was treated with vesicare on (B)(6) 2012. This was resolved by (B)(6) 2012. Per the physician this was moderate in severity and definitely related to the coaptite. On (B)(6) 2012 the pt had urinary retention that was not treated and was resolved by (B)(6) 2012. Per the physician this was moderate in severity and was definitely related to the coaptite. On (B)(6) 2012 the pt had urinary frequency. This was treated with vesicare 10 mg on (B)(6) 2012. This was resolved by (B)(6) 2012. Per the physician this was moderate in severity and possibly related to the coaptite. On (B)(6) 2013 the pt had urinary frequency that was treated with myrbetriq 25 mg qd on (B)(6) 2013. This was resolved by (B)(6) 2013. Per the physician this was of moderate severity and possibly related to the coaptite. On (b)(64 )2013 the pt reported a urinary tract infection (uti). The uti was treated on (B)(6) 2013 with cipro 500 mg x 7 days then nitrofurantoin 100 mg x 90 days. The uti was resolved by (B)(6) 2013. Per the physician the uti was mild in severity and was probably not related to the coaptite.

Manufacturer narrative:
(B)(4). The device history record for the reported lot was reviewed. All required testing specifications were met prior to release. There were no abnormalities. Lots: 1033384, 1032765. Exp date: 06/2015, 05/2015. Manufacture date for lot: 1033384 is 06/2012. Manufacture date for lot 1032765 is 05/2012.

Event description:
The patient was enrolled in the post-approval study for stress urinary incontinence. On (B)(6) 2013. The had a urinary tract infection that was diagnosed by a urinalysis. On (B)(6) 2013. The patient was prescribed cipro 500mg bid x 7 days. The physician assessed the event as mild and probably not device related.